Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 64 year old male patient presented with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient was said to have endured an "acute embolic stroke" with a possible relationship to this impella device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The device was not returned for investigation. As no clinical information was provided, the root cause of the stroke/cva could not be determined.